Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the flexible passing pin broke in the patient. During acl reconstruction, the tip of the pin got broken. The broken tip was removed from the body. The operation was completed with another new passing pin. There was no reported delay in the procedure and no patient injury or impact was reported.

Manufacturer narrative:
Device investigation narrative - one 2.4mm flexible passing pin was returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the passing pin has broken off at the 20mm graduation mark. The broken tip was not returned for examination. The passing pin is heavily scored proximal to the break area and at 4.75 of its length. The pin appears to have come in contact with the guide system during placement. A review of the complaint database confirmed this failure mode to be isolated in nature. As a result no additional actions are warranted at this time. No root cause related to the manufacture of the device can be established. (B)(4).